Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from another manufacturer's field representative that this right atrial (ra) lead and right ventricular (rv) lead exhibited loss of capture (loc). The physician believed that the patient fell and impacted the capture on the leads. The patient had an escape rate of 38 beats per minute (bpm). An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.